Manufacturer narrative:
The portion of the cage returned does not contain the lot number. The portion is approx. Half of the total cage. No conclusions can be made at this time. The most likely cause of the event is excessive force placed on the cage during insertion. This type of event is not unanticipated as the instructions for use contained in the packaging of this product states that excessive torque applied to the long-handle insertion tools attached to the insertion holes or direct application of loads of the threaded or small area of the cage component can split or fracture the cage implants.